Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). The model#/catalogue# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Sample involved in this event was discarded by the user. No failure investigation could be performed.

Event description:
The user reported that the single needle free device (arterial) smartsite product snapped in half when the nurse was taking a blood gas. When the product snapped in half, there was some pt blood leakage. The user perceived a risk of staff cutting themselves on the sharp edges of the broken product. There were no indications of serious injury to the pt or user as a result of the incident. No further info available.